Manufacturer narrative:
(B)(4)

Event description:
"Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined.no additional patient or event information is available.

Manufacturer narrative:
(B)(4). Describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The complaint device was returned on 05/14/2018 for evaluation. The device was visually inspected, and no defect was found. Performed a voltage test and passed. Performed a pairing test with nordic bluetooth device and passed. Performed transmitter functional testing and passed. Performed share log review and no data found. Performed bin file review and device failed. The reported event of a loss of connection was confirmed. The complaint was confirmed because a loss of connection in the bin file.